Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A correction is also being made to the device problem code. The issue of the device is the gap between the c-cover and the c-body, which caused a stain inside the lens. Device problem code corrected accordingly to break. A leak was also noted. The device history review confirmed that device conformed to specifications when manufactured and shipped out. The root cause of the issue of gap of adhesive on the distal end is likely wear and tear and from previous examples, can be attributed to deterioration of glue from long usage and/or user handling. The device operation manual instructions for use (IFU) describes as follows for maintenance management: the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. Maintenance of the forceps elevator has to be performed according to ¿inspection schedule related to forceps elevator¿ in the manual. Inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.

Manufacturer narrative:
Due diligence was executed for this event. No additional details of the event are known. Device was returned and evaluated. User complaint was confirmed. The device was returned and a device evaluation was done. The user¿s complaint was confirmed. There was a leak observed between c-cover and the c-body. Both c-cover and the c-body exhibited dents and scratches. The a-rubber glue was cracked. The ob lens had a tiny chip, which is not impacting the image. The lg lens had debris inside and a tiny chip at the edge of the old glue. But this is not affecting the transmitting of light. The bending section has approximately 10 frayed wires. Minor scratches also noted on insertion tube and lg tube. Conclusion based on evaluation is device wear and tear caused the issue.

Event description:
As reported for this event, during reprocessing air/water leakages was observed. Handle had bubbles.